Event description:
The customer's father called to report that his daughter experienced high bgs (281-328 mg/dl) despite having administered multiple correction boluses. In addition, the pod had initiated an occlusion alarm. A kink was observed in the cannula, though no blood was noted. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.